Event description:
No additional event information at the time of this report.

Manufacturer narrative:
The following sections are being reported: b4: date of this report was updated. D9: date returned to manufacturer was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: component code was added: 4755. H6: investigation type codes were added: 4111 and 4109. H6: investigation findings code was added: 3221. H6: investigation conclusions codes were added: 4310 and 4315. H10: narrative/data was updated. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : investigation summary.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Additional PMA/510(k) number ¿ k113753/k112160.

Event description:
It was reported that a patient experienced periimplantitis and inflammation. Tooth# 2.